Event description:
The customer reported that the patient's freedom driver exhibited a fault alarm while switching onboard batteries. The customer also reported that during the onboard battery exchange, the freedom driver was powered by the freedom a/c power supply. The patient was subsequently switched to the backup freedom driver. There was no adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm while switching onboard batteries, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.